Event description:
During an atrial fibrillation procedure, an acute cerebral infarction occurred. After the ablation was completed, the patient developed confusion, so an emergency brain CT scan was performed. The examination results indicated acute cerebral infarction in the right frontal lobe. Drug anticoagulation medication was administered. At present, the patient has been discharged from the hospital and is being treated in another hospital. The cause of the thrombosis is unknown.

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h11. The log files from the tactisys quartz system were analyzed. Two files were present associated to the reported batch. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Two files associated with the compliant batch were present. The log file analysis concluded that all of the tacticath catheters performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.